Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that high capture threshold, occasional loss of capture, low sensing, and occasional undersensing were observed on the rv lead. The non-pacemaker dependent patient was asymptomatic. The lead was explanted and replaced. There were no complications. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited loss of capture and historically increasing thresholds. No intervention was performed. The patient was in stable condition.